Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Vessel morphology and aneurysm size is unknown. It was reported that the aortic neck was at a 90-degree angle. The pt presented with a contained rupture from a type I endoleak. It was reported that there was also a type ii endoleak. In 2004 the pt was brought to the operating room for explant of the stent graft. The procedure was reported to be successful and the pt left the operating room in satisfactory condition. The pt is reported to be doing well. The explanted stent graft was received by medtronic vascular in 4/2004 and its eval is pending.